Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he canceled treatment and opened the cassette door after receiving an "air detected in cassette" alarm he found fluid on the back of the cassette and inside the cassette door. The patient was advised to contact his pd nurse, the set was not made available for evaluation. During follow up the patient and the patient's pd nurse reported that the patient did not have any signs of infection. The patient reported that his effluent has remained clear and he was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.